Event description:
It was reported that during a knee arthroscopy the shaverblade broke off outside of the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 26-sep-2023 nroe: further information revealed that the shaverblade broke inside the patient. The broken pieces were retrieved from patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy the shaverblade broke off outside of the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 26-sep-2023 nroe: further information revealed that the shaverblade broke inside the patient. The broken pieces were retrieved from patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Visual inspection of the device revealed that the outer shaft is missing and the tip of one of the prongs on the inner shaft is completely broken off. See photo 1. In addition, there are burn marks present on the shaft of the device near the connection hub. See photos 2 and 3. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.